Event description:
It was observed that during the device evaluation, the ultra sonic probe exhibited tear at the tip of the insert and leakage of ultrasound medium. There was no patient involvement.

Manufacturer narrative:
As stated in section b5, tear at the tip of the insert part and leakage of ultrasound medium were observed during inspection. The imaging function did not function normally due to the ultrasound media leakage and no image was observed. Based on the results of the investigation, a definitive root cause of the reported issue could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.